Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Analysis summary: reported event of the sheath being partially blocked is confirmed. Received two gms805 in opened original packaging. Lot number was verified. Performed a visual inspection, the complaint was confirmed. The clear sheath at the distal tip of the device is pinched off. A two-year review of similar events revealed an occurrence rate of (B)(4) for this device. A two-year lot history review found no similar events reported for this failure for this lot number. A DHR review found no abnormalities that would contribute to this reported event. A manufacturing record evaluation was performed for the finished device batch, and no non-conformances were identified. Related events captured via 2210968-2022-09033.

Event description:
It was reported that a patient underwent a gynecological procedure on (B)(6) 2022 and a hysteroscope was used. The hole that the scope goes down was blocked up so it could not be used. This was confirmed through product investigation. Another like device was used to complete the procedure. There were no adverse patient consequences. No further information was provided.